Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. The returned device was subjected to visual analysis. The hemostasis sheath was observed to be unmated from the carrier tube assembly. The locking mechanism on the carrier tube assembly was set to rear lock position. The collagen in the carrier tube assembly was observed to be stuck in the valve of the hemostasis sheath. The bypass tube was found to be at the same level as the device cap. Functional testing could not be performed based on the state of the returned device. The complaint can be confirmed for device pullout. The exact root cause of this failure cannot be determined. The likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was delivered as the steps instructed however when the device was pulled back it did not deploy, instead pulled out of the patient completely. There was no patient harm. Additional information was received on 12jul2021. The procedure performed for the patient prior to use of closure device was atrial tachycardia ablation using array a 8fr arterial sheath and 3 venous sheaths. There was no difficulty getting arterial access as it was gained under ultrasound guidance. The angio-seal wire was inserted through the 8fr sheath, the 8fr sheath was removed with the wire in-situ. The angio-seal sheath and introducer were attached to one another, lined up with the arrows and clicked. The angio-seal sheath was inserted over the wire and titrated to the correct letter, the angio-seal introducer was removed with the wire from the sheath, then the angio-seal plug was inserted through the sheath. The angio-seal was clicked from side to side and pulled back on, instead of the top part of the angio-seal coming away from the sheath, the whole sheath came out and there was an arterial bleed. On examination of the sheath, the plug hadn't come out the end of the sheath, so as requested by the registrar, I pushed the plug to ensure it had got caught in the sheath and wasn't inside the patient's artery. As the angio-seal was not in-situ, manual pressure was applied to stop the arterial bleed and then a femstop was used. The elective patient was discharged later that day with no further arterial issues. The blood loss was kept to a minimum as the registrar was very quick to apply manual pressure when the angio-seal did not deploy.